Manufacturer narrative:
Correction- b1-field should be marked as product problem only, instead of product problem and adverse event as previously reported. Correction- b2- field should not be filled out, as no adverse event was reported. Correction- h1- should be marked as malfunction, instead of serious injury as previously reported.

Event description:
New information received notes that initial reporter for this event is dr (B)(6), located at specialist services (B)(6).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise, resulting in high ventricular rate episodes and inhibition of pacing. Several true high ventricular rate episodes were noted as well. An unspecified lead issue was suspected as the cause of the malfunctions. No intervention was reported or planned for this event. The patient was discharged and no additional patient consequences were reported.